Event description:
On (B)(6) 2012, pt reported her infusion device is not responding to button presses. Pt stated all of the buttons are unresponsive. Pt reported the buttons do not lay flat after being pressed. Pt stated she inserted a new battery and the infusion device displayed an e8 (power interrupt) message. Pt reported she is unable to acknowledge the error message. Pt stated the infusion device did not make any audible sounds after the buttons were depressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.